Event description:
It was reported that the patient was experiencing residual stimulation and felt like the device could not be shut off. The physician believed that the issues were not related to the device. It was also noted that the ipg and remote control(rc) had connection issues. The patient underwent an ipg explant procedure. No further information could be obtained despite good faith efforts.